Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle hip on his right side. Metal ions and particles were released into patient's blood. Patient has been experiencing severe pain, discomfort and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. He also experienced numbness and swelling in his right foot. He suffers from a lack of mobility, including walking with a limp and the need to use a cane. Patient will likely need to undergo revision surgery. Patient is a resident of (B)(6). Update: (B)(6) 2012 - medical records were received. There is no new information that would change the outcome of the MDR decision. Records are available on external hard drive if needed for further review. Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.